Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing ongoing intermittent elevated and low blood glucose (bg) values that ranged from 23 mg/dl to over 600 mg/dl with trace to high ketones. Cause of the fluctuating bg levels was unknown. Customer delivered boluses and manual injections to address elevated bg and consumed food, juice and candy to address low bg. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer continued to use the pump for insulin therapy.